Event description:
While patient care was being performed, patient's bed dropped to the lowest position. There were no reported injuries to patient or staff. The bed was removed from service by housekeeping and replaced with new bed. A repair company is scheduled for a visit to repair and test the bed.